Manufacturer narrative:
Manufacturing record (DHR) review was conducted and the product met quality requirements for product acceptance per the applicable manufacturing quality plan.   The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
As reported, during negative preparation of the 150 cm. Saber 3.5 mm. 15 cm. Balloon catheter, air bubbles were continued to be seen. The product was not clinically used in the patient. There was no reported patient injury. Another product was used to complete the procedure successfully. The product will be returned for analysis. No additional information including target lesion information is available.

Manufacturer narrative:
During negative preparation of the 150 cm. Saber 3.5 mm. 15 cm. Balloon catheter (bc), air bubbles continued to be seen. There was no reported patient injury. Another product was used to complete the procedure successfully. No additional information including target lesion information is available. The product was returned for analysis. One non-sterile unit of saber 3.5 mm x 15 cm 150 cm bc was returned. Per visual analysis it was noticed that the balloon had not been inflated and deflated and no anomalies or damages were found on the device. Per functional analysis negative pressure was applied to purge the balloon of air and the balloon device maintain the negative pressure with no anomalies found. Then the balloon was inflated to 13 atmospheres and deflated with no leakage found. A device history record (DHR) review of lot 17587678 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon - leakage - during negative prep¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be determined. According to the instructions for use ¿preparation: attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. Without twisting, slide the forming tube off the balloon. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Purge the air from the inflation device. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ the device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time at this time.